Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the numbers on the screen of the insulin pump started scrolling during a bolus attempt. Customer does not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.